Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she's been experiencing a skin rash that seems to be due to the sensor's adhesive patch. One skin rash even turned into an infection that started bleeding and ended up blistering and scabbing. Pt states that she doesn't believe this particular rash will scar her skin. Pt has consulted with her physician and was advised to use a topical cream on the insertion site. At the time of her call to dexcom technical support, pt reports that she was using the cream that her physician advised her to use and that her insertion sites were healing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.